Event description:
Distributor rec'd info that this was an attempted implanted. The lumen was filled with blood. The physician elected not to use this lead and is sending it back for analysis. The lead was cut at the implant so as to re-utilize the introducer.